Event description:
Procedure: wedge resection. According to the reporter: thoraco/wedge/segmental used with idrive. In the middle of firing it stopped and could not complete the firing. Some staples were fired on the tissue. New one was opened to complete the incomplete staple line with no problem. No patient harm. The patient current status: good. Operating time was not extended. No tissue damage or additional resection necessary. No tissue damage. Nothing fell into the cavity. No bleeding. Reported no problem in release from tissue. No info of lot number is available. Confirmed that the clinical sample is being returned for investigations.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).